Manufacturer narrative:
H11: additional manufacturer narrative: this is one of the two manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article will be provided upon submission of supplemental reports. The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article was received for publication on december 10, 2024. Therefore, the date this article was received for publication was used as the occurrence date. Badawy mk, kalantre a, and kantzis m (2025). Early outcomes of myval octacor transcatheter pulmonary valve implantation in dysfunctional right ventricular outflow tract conduits and pulmonary valve bioprostheses: a single-centre UK experience. Cardiology in the young, page 1 of 7. Doi: 10.1017/s1047951125100590. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "early outcomes of myval octacor transcatheter pulmonary valve implantation in dysfunctional right ventricular outflow tract conduits and pulmonary valve bioprostheses: a single-centre UK experience.", the following event was identified as pertaining to an edwards valve: a 46-y-o female patient with an unknown valve implanted in pulmonary position underwent a valve-in-valve intervention after an unknown implant duration due to stenosis and regurgitation (median peak gradient of 30mmhg, vmax 3.5 m/s). A transcatheter valve was implanted within the edwards surgical valve.

Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
The following sections were updated: h6 (investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: reference to MDR report number 2015691-2025-07116 for additional event within the same medical article. The valve model was only described as magna valve. The exact model number remains unknown. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including tetralogy of fallot.